Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported an irritation to a pre-existing infected suture site. Medical intervention is not known. The patient's medical outcome is unknown. The patient continues to wear the lifevest.